Event description:
The 35 ml fentanyl infusion infused over 3.5 hrs. Instead of the rate of 3.2 ml/hr programmed into sigma spectrum pump. Patient had fentanyl infusion running at 2 mcg/kg/hr with programmed weight of (B)(6) kg. To calculate the 3.2 ml/hr infusion rate. New 50 ml. Bag was hung at 13:20 pm. With new tubing primed with standard 15 ml. Volume. Pump "volume to be infused" (vtbi) was set for 35 ml. At 16:50 pm, the pump alarm sounded. The bag was noted to have no more volume in it, and the pump vtbi stated 12.8 ml. The settings on the pump were confirmed to be the same as above. Pump was removed from patient and secured with all tubing and medication intact. Pump sent to baxter.